Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that patient notifier was delivered for low, hv lead impedance. Device pocket was manipulated but lead impedance remained low. All other lead parameters are normal. It was also noted that fluid was present in the device pocket. Lead remains implanted and patient condition is good.